Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported, following an iol implant procedure, the lens was explanted due to residual myopia. The clinical reason for explant was history of rk (radial keratotomy). No previous records are available. Additional information has been requested.